Manufacturer narrative:
Incident was voided....duplicate of event 1043534-2009-00293.

Event description:
Allegedly revised due to aseptic loosening femur; aseptic loosening tibia.

Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02013. This event occurred in the (B)(6).